Manufacturer narrative:
The patient experienced restenosis on the treated lesion. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. PMA number is not applicable. The device is ce mark that was used as part of a clinical study under an ide. Report source: foreign- (B)(6). During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, two stellarex catheters were used to treat the target lesion of the left mid and distal arterial tibial artery. Approximately 12 months post index procedure, the patient experienced a restenosis on the treated lesion. Images confirmed a restenosis, however no action was taken since the patient was asymptomatic. The physician indicated this is not related to the procedure and possibly related to the study device.

Manufacturer narrative:
PMA number is not applicable. Upon further review, it was identified that this complaint was not required to be reported through this process. This is a non-commercial product that is captured under the ide for the (B)(6) clinical study.